Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended for transgastric implantation into the stomach during a cyst-drainage procedure performed on (B)(6) 2023. During the procedure, the first flange did not open, and the stent could not be deployed at any point. The device was removed from the patient, and the procedure was successfully completed using another device of the same type. No patient complications were reported in connection with this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with the information available, boston scientific concludes that the reported event involving failure of the stent to deploy could not be confirmed. There is not enough evidence to determine whether the stent's failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. The damage observed on the tip is most likely attributable to procedural factors, such as lesion characteristics, device handling, or the technique used by the operator, any of which could have contributed to the damage noted. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: only the electrocautery-enhanced delivery system was returned for analysis; the axios stent was not received. Visual and microscopic inspection showed that the tip was damaged (broken). No other damage was observed on the device. Labeling review: a labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the most probable cause assigned is "cause not established."